Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen display was noted. The insulin pump was also received with moisture damage on the liquid crystal display board. No moisture damage was noted on the mother board, interface board, radio frequency board, motor, vibrator, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that her screen froze, and she could not do anything on the insulin pump. She stated that she turned her backlight on and was unable to scroll through the insulin pump. The customer stated that the insulin pump had not been exposed to moisture but may have gotten wet by some rain during a drizzle. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.